Event description:
The patient¿s sister reported that the patient had been hospitalized due to respiratory failure or respiratory issues a couple of times. They stated, the patient was not getting the co2 out to get enough oxygen in. The patient eventually stabled out, and their healthcare provider sends them home telling the patient ¿they did not know why and what was wrong¿. The patient was noted to have recently been refilled and ¿she was good¿. Then she ¿started having signs of narcolepsy¿ and ¿falling asleep at the drop of a hat¿. This was confirmed to have occurred just after the most recent refill. The patient¿s last refill was on (B)(6) 2013. The patient¿s dosage was noted to have been steadily increased, and the patient had been decreasing the oral form. Symptoms of overdose including dizziness, somnolence, drowsiness, light-headedness, respiratory depression, hypothermia, and loss of consciousness progressing into coma were confirmed by the patient¿s sister. The sister noted that the last time the patient went 64) 2013. The medication used within the system was baclofen.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4) .

Event description:
Additional information received reported that the device system was used to infuse gablofen. The cause of the event was unknown. It was noted that the patient was a cervical sci (spinal cord injury) patient with occasional respiratory depression- possible sleep apnea. Patient outcome noted as no injury.